Event description:
The provider states the unit has the high pressure alarm. Per tech service, start with pe valve, pilot valve, and check valve. The provider should also replace the on/off switch due to the alarm sounding faint.